Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 1 and 2 of pd treatment the patient encountered a "stalled at a state" alarm/warning. The patient also noted fluid leaking from the cassette door at the time of the warning during the first drain. Patient reset up with new supplies and got the warning again. Technical services advised the patient and gave information regarding alarms and suggested that the patient wait and try using the cycler the next day with new setup. In a follow up call, the pdrn confirmed that the patient did not encounter and harm, adverse event or intervention due to the fluid leak. The patient was able to complete treatment the next day and has continually used the machine without issues. The cycler set is not available to return for investigation.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 1 and 2 of pd treatment the patient encountered a "stalled at a state" alarm/warning. The patient also noted fluid leaking from the cassette door at the time of the warning during the first drain. Patient reset up with new supplies and got the warning again. Technical services advised the patient and gave information regarding alarms and suggested that the patient wait and try using the cycler the next day with new setup. In a follow up call, the pdrn confirmed that the patient did not encounter and harm, adverse event or intervention due to the fluid leak. The patient was able to complete treatment the next day and has continually used the machine without issues. The cycler set is not available to return for investigation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.